Event description:
It was reported that a patient was found dead in his bed. According to the station staff, there have not been any alarms at the infinity central station.

Manufacturer narrative:
It was reported the ics did not generate an alarm for an event around 3:44am on (B)(6) 2019 . The ics was tested on site with no malfunction identified. The ics diagnostic logs were reviewed and showed the user was at the ics actively silencing alarms between 3:43:16 and 3:45:32 on (B)(6) 2019 . Although the ics logs do not provide a bed label or name, where the device passed testing and the logs show a user was pressing audio pause between 3:43:16 and 3:45:32 on (B)(6) 2019 , there is no indication our device malfunctioned or that our device played a factor in the patient death.

Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
It was reported that a patient was found dead in his bed. According to the station staff, there were no alarms at the infinity central station.